Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for normal device change out. Prior to procedure, the device was interrogated and revealed right atrial lead exhibited noise. Noise was not reproducible and all other electrical measurements were in range. The patient was asymptomatic from noise. The lead was reprogrammed. The patient was in stable condition throughout event and procedure.